Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. The customer stated the pump alarm after battery change. The customer was unable to get into this menu due to extremely low battery. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. The customer's mother was not able to get into menu to reset time/date due battery extremely low. The customer doesn't have battery at this time. The customer will replaced pump with brand new battery as soon as possible.